Event description:
A customer reported a laser system had low power during a procedure. The same system was used to complete the case with no pt harm, delay or cancellations.

Manufacturer narrative:
Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).